Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge remained at 100% for two days despite being in use. There was no impact to the customer's blood glucose level. Review of the pump data logs by tandem technical support showed the battery jumped from 20% to 100% then remained at 100%. Reportedly the customer will continue to use the pump for insulin therapy.